Manufacturer narrative:
Eval summary: the product lot number was not provided and batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated. On a periodic basis, data is presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Event verbatim [preferred term] (related symptoms if any specifications if any separated by commas). Pain [pain], arthroscopy [arthroscopy], synovial red blood cell count 1000 [haemarthrosis], edema of the body [generalized oedema], fluid retension [fluid retension], congestive heart failure [cardiac failure congestive], heart cauterization [vascular cauterisation], kidney failure [renal failure], synovial white blood cell count 155000 [synovial fluid white blood cells positive], staphylococcus aureus knee infection [arthritis infective], left knee swelled [joint swelling], knee effusion [joint effusion], knee pain [arthralgia], dysfunction int he knee [arthropathy], spontaneous report received on 29-apr-2008 from a consumer regarding a female patient. The patient had a relevant medical history of arthroscopy, torn medial meniscus, knee pain, knee swelling, and cortisone injections. The patient received synvisc injections in her left knee in 2007, a week later, and seven days following that. One day later, the patient experienced some unusual pain and on the following day her left knee swelled. On the morning of the next day, the patient went to the physician's office to have fluid withdrawn from the knee. The patient laboratory results showed her synovial white blood cell count to be 155100/nn3, synovial red blood cell count to be 1000/mm3, and the gram stain was positive for gram positive cocci. Later that day, the physician arthroscopically irrigated the left knee with twelve liters of fluid and the patient was admitted to the hospital. The next day, a pic line was installed in the patient's left arm to facilitate the injections of antibiotics. The patient was placed on a vancomycin regimen by the infectious disease physician. One day later, the synovial fluid culture showed 3+ growth of staphylococcus aureus. The patient continued on vancomycin for two days when tests indicated that the patient was experiencing kidney failure. The vancomycin was stopped and another antibiotic was substituted. The patient's kidney function returned to normal and she was discharged from the hospital three days later. The next day, the patient was readmitted to the hospital through the emergency room for edema of the body and she experienced heart cauterization to investigate the possibility of any blockage and no blockages were found. Eight days later, the patient was moved to the rehabilitation ward of the hospital to rehabilitate her knee. She was given therapy three days a week and was discharged from the hospital in 2008. Since leaving the hospital the patient had undergone outpatient rehabilitation. After three months of rehabilitation the patient continued to struggle to walk somewhat normally. The patient's pain persisted and the therapists advised her additional rehabilitation would be necessary. Information was received from the physician on 29-apr-2008. The patient had a medical history of medical compartment arthritis and a medical meniscus tear. In the past, the patient's knee had been aspirated and injected with the fluid being sent on multiple occasions with negative cultures. The last aspiration sent for culture was in 2007, the same day as her first synvisc injection. This aspiration was negative and appeared to have normal fluid. The patient had the first two synvisc injections and was doing well. The third synvisc injection was performed and the patient was fairly active on her knee the next day. The patient called the physician approximately two days later and stated, that the knee had some increased swelling and pain after she was on it. The patient iced the knee and rested it, but continued to have swelling. That weekend, the patient's knee was aspirated and the fluid appeared to be either infectious or an inflammatory effusion. The gram stain was positive and she was admitted to the hospital and underwent arthroscopic irritation and debridement of the knee. She was placed on long term IV antibiotics by the infectious disease staff. The patient had improved the infection resolved. The patient still had some pain and discomfort in the knee. The patient's hospitalization was notable and for an episode of fluid retention which required additional hospitalization fo a cardiac work-up. As of the date of receipt of this receipt of this report the patient had not yet recovered. Dose, frequency & route used: unk, intravenous. Therapy dates: three days in 2007, diagnosis for use: staphylococcus aureus knee infection (joint infection) (not coded)